Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This event is filed for gripper actuation issues. It was reported that during preparation of the device, it was noted that when the gripper lever was raised, the clip delivery system tip would move to the side, so that the device was in a c shape. This was tried several times with the same result. It was also noted that when the gripper lever was lowered, only one gripper arm would lower, the other remained raised. The device was not used and there was no patient involvement. No additional information was provided regarding this device issue.

Manufacturer narrative:
(B)(4). Evaluation summary: all available information was investigated and the reported delivery catheter (dc) shaft bend and gripper actuation issues were unable to be confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and a definitive cause for the reported dc shaft bend and gripper actuation issues in this incident could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.